Event description:
A home patient's wife contacted baxter technical services because she wanted to drain during fill 1 while using the homechoice system. The wife thought that when the system alarmed "low drain volume", the pt might be empty so she bypassed to fill 1 and then found that she had not opened the patient line clamp and stopped the machine. The technical services representative had the wife to check thepatient's program and to to manual drain. The patient drained 2191 ml and went to fill 1. There was no patient injury or medical intervention reported at the time of the incident.